Event description:
It was reported that the pt experienced a surge so strong that she had to grab a bookcase. The books fell on her and bruised her left arm badly. She has had 2 strong surges since. She used to only experience small surges. The pt was having trouble recharging. It took her 12 hours to get a full charge. She did receive 3 coupling bars. It was noted that the pt experienced bad headaches when her battery is low. She was at home. Further information is being requested from the hcp.

Manufacturer narrative:
Surging sensation.